Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The pressure regulating balloon was explanted and replaced. There were no device issues and not further patient complications.